Manufacturer narrative:
Update field(s): describe event or problem additional reporter(s): (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing and one-way valve were also returned. The optical fiber was found broken within the catheter tubing approximately 32.3cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an error message appeared once the fiber optic cable was connected to the pump. A different pump was used, but the same message was displayed. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an error message appeared once connected to the pump. A different pump was used, but the same message was displayed. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name - (B)(6). Event site postal code: bh7 7dw the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 751171 device not returned.